Event description:
Per follow up with the healthcare provider, the operative report was provided which indicates this patient had severe stenosis and calcification of the subject bioprosthetic valve. The replacement was performed and the patient was taken to the ICU in stable condition.

Manufacturer narrative:
Additional information suggests this valve was explanted due to calcification and stenosis. Without return of device and evaluation, the reported calcification cannot be confirmed or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Report of an aortic valve explant after an implant duration of approximately eight years with unknown reason for explant despite multiple follow ups with the healthcare provider. The explanted device has not been returned for evaluation, therefore, the root cause of this explant cannot be evaluated or determined at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
It was learned that an edwards bioprosthetic valve, implanted approximately eight (8) years ago, was explanted and replaced with another edwards device model 3300tfx 25 mm. Despite multiple follow up attempts with the healthcare provider, no additional information has been provided and the device was not returned for evaluation. Reason for explant unknown.